Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported left side capsular contracture baker grade IV and "depression and anxiety in association with the recall." Patient's representative reported "suspected breast implant illness (bii)." Device has been explanted, was not replaced, and was discarded.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown and "depression and anxiety in association with the recall." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative reported left side capsular contracture baker grade IV and "depression and anxiety in association with the recall." Patient's representative reported "suspected breast implant illness (bii)", which is not device-related. Device has been explanted, was not replaced, and was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Pathology results identified "resected mammary implant capsules on the right and left with fibrosis with evidence of silicone with foreign body reaction without evidence of an implant-associated anaplastic large-cell lymphoma. No evidence of malignancy.